Manufacturer narrative:
(B)(4).

Event description:
A report was received that the ipg was pressing and irritating a nerve on the patient's back. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing pocket pain.

Event description:
A report was received that the ipg was pressing and irritating a nerve on the patient&#38112;back. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the ipg was pressing and irritating a nerve on the patient¿s back. The patient will undergo a revision procedure.